Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced capsular contracture on the left sided and bilateral dissatisfaction with breast size postoperatively. The patient thinks the physician placed too big implants for her body and would like smaller implants. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's right-sided device.